Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's primary system controller was not communicating with the multiple system monitors due to a faulty data cable. It was unable to communicate with different system monitors at different facilities. The system controller was exchanged electively in clinic, which resolved the issue. Since the system controller could not communicate with the system monitors, log files could not be obtained.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review that showed events spanning approximately 5 days ((B)(6) 2023 - (B)(6) 2023, (B)(6) 2000, (B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 and (B)(6) 2000 were recorded during testing at abbott. The driveline was disconnected on (B)(6) 2023 at 13:24:58 for a system controller exchange. There were no other notable alarms active in the log file. The continuity of the underlying wires within the power cables was tested, and it was found that the orange and blue wire within the white power cable were electrically compromised. These wires are responsible for the transmitting and receiving communication lines for the controller. The outer jacket and strain relief of the white power cable was removed, and the wires were found broken under the connector strain relief. Damage to these wires would cause the observed communication issues. The power cables were replaced with test cables and the controller was resubmitted for further testing. With the new power cables inserted, the controller was able pass all testing without any issues or alarms activating. The root cause for the reported event was determined to be due to wire fatigue within the white power cable; however, the root cause for the wire fatigue was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on 20jun2023. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.